Manufacturer narrative:
Following our recommendations, the device was returned for analysis. The complaint is reopened.

Event description:
The device has already reached the rrt after 3 years of implantation.

Event description:
The device has already reached the rrt after 3 years of implantation.

Event description:
The device has already reached the rrt after 3 years of implantation.